Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. The product was found to have a lack of bony ingrowth. A conclusive root cause for the event could not be determined. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿

Event description:
It was reported that patient underwent a right hip revision procedure approximately fifteen (15) years post-implantation due to the age of the implant and suspected loosening. During the procedure, the cup, head and taper liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-00377-1 / 00872).

Event description:
It was reported that a patient underwent an initial right total hip arthroplasty on (B)(6) 2001. Subsequently, a revision procedure has been indicated due to the age of the implant; however, no revision procedure has been reported to date. Additional information received reported that patient underwent a revision procedure on (B)(6) 2016 due to the age of the implant and suspected loosening. During the procedure, the cup and head were removed and replaced. It was reported that the liner was removed during the revision, and then reimplanted with the new cup and head.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Remains implanted.

Event description:
It was reported that a patient underwent right total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to the age of the implant; however, no revision procedure has been reported to date.